Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported boston scientific corporation that a percuflex ureteral stent was used during a stent placement procedure performed on (B)(6) 2022. After the procedure, it was noted that the previously stented patient experienced a candida infection.

Event description:
It was reported boston scientific corporation that a percuflex ureteral stent was used during a stent placement procedure performed on (B)(6) 2022. After the procedure, it was noted that the previously stented patient experienced a candida infection.

Manufacturer narrative:
Block h6: patient code e1906 captures the reportable event of candida infection. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h10: there are two healthcare facilities provided, and it is unknown which device belongs to each facility. (B)(6) hospital. (B)(6). (B)(6) hospital. (B)(6).